Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the software was reloaded onto the computer of the imaging system to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed the viewing station of the imaging system was not connected when starting up the imaging system for the day. Restarting the imaging system did not restore functionality. It was reported that the battery indicators on the system showed the batteries were charging. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Added additional applicable fdm code.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.